Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A healthcare professional reported that they received coolsculpting treatment to the thighs on (B)(6) 2024 and presented with treatment area demarcation (tad). The healthcare professional reported as a contour deformity requiring corrective liposuction of hypertrophic fat areas contributing to the contour irregularities, followed by autologous fat grafting to restore volume to the areas of deficiency.